Event description:
On (B)(6) 2023, during initiation of ECMO blood began to come out of a nautilus oxygenator near the holder. The blood appeared inside the sensor area. The oxygenator was changed out with no issues. There were no adverse patient effects.

Manufacturer narrative:
Inspection of the returned device confirmed evidence of blood in the sensor area. This is consistent with the reported blood leak. The investigation has not yet concluded.

Event description:
On 17-jun-2023, during initiation of ECMO blood began to come out of a nautilus oxygenator near the holder. The blood appeared inside the sensor area. The oxygenator was changed out with no issues. There were no adverse patient effects.additional information indicated the device was used for 15 hours prior to the reported leak.

Manufacturer narrative:
Inspection of the returned device confirmed evidence of blood in the sensor area. This is consistent with the reported blood leak. The device passed leak test and inspection during assembly. Device evaluation found a a small void in the adhesive surrounding the sensor which may have led to the occurance of the leak.

Manufacturer narrative:
Follow up report for additional information in b1(adverse event), b2 (required intervention...), b4 (date of report). Correction to d3 and g1 (contact information), and h1 (change from malfunction to serious injury).